Event description:
Pt with lupus developed sepsis and expired 4 days following their second immunosorba treatment. The pt's condition had been described as multimorbid, somnolent, immobile with dcm, leukocytosis and elevated crp. They were also receiving dialysis.